Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not cut the tissue. It partially cut the tissue, about 1/5 of the rectal serosa did not cut off. The device handle fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The anvil could be tilted after firing.

Manufacturer narrative:
Additional information: (facility name, street). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic radical resection of rectal cancer when working on the rectal anastomosis, the device did not cut the tissue. It partially cut the tissue, about 1/5 of the rectal serosa was not cut off. The device handle fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The anvil could be tilted after firing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection of the anvil showed cross cutting staple line marks were also observed on the mylar cutting ring. Functional evaluation of the device resulted in a cleanly transected media despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.